Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the physician gained access and was able to visualize the bifurcation under fluoroscopy. The physician tried briefly to engage the external carotid (ec), but couldn't engage and decided to stop short. The physician advanced the .035 j wire under fluoroscopy and stopped short of the bifurcation. The physician advanced the sheath without fluoroscopy, and when he pressed the foot pedal, the wire had come back, but the arterial sheath was in place. The physician secured the arterial sheath with 2-0 silk and visualized a dissection under fluoroscopy. The physician removed the arterial sheath and did an open repair of the dissection. The physician placed a pre-close stitch and gained access distal to the repair site, approximately 3 centimeters above the original access site. The physician decided to do an open repair/ carotid endarterectomy (cea) after noting that he had exposed most of the common carotid artery (cca) going distally, and the lesion did not appear to be as high as shown on the CT scan.